Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose was 54 mg/dl. The customer declined troubleshoot for low blood glucose. The product will not return for analysis.

Event description:
The customer's husband reported he did not know if the customer was in auto mode but he will have customer call back.